Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a lesion due to cancer. During the procedure, the physician attempted to deploy the stent but it would not release completely. The stent was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.